Manufacturer narrative:
This report is being filed under exemption (B)(4) by the manufacturer (B)(4). On behalf of the importer (B)(6). Additional information will be provided following the conclusions of the manufacturer's investigation.

Event description:
It was reported that a patient fell through sling when the bottom clips disconnected from the ceiling lift bottom. It is unknown at this time if any injuries were sustained.